Event description:
The dentist reported separating a file in the pt's tooth during a dental procedure. In this case, this was the second use of the file. Three unsuccessful attempts were made to collect pt follow-up information.